Manufacturer narrative:
Additional information: d9, g3, h3, h6. One ar-12990 knee scorpion, batch 10464562, was received for investigation. Visual inspection revealed that the moving jaw was broken off. Functional testing was not performed due to the damage to the device. The most likely cause of the reported issue is attributed to wear and tear damage incurred over time. The manufacturing date is 2019. The complaint allegation is confirmed. Refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/07/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion top jaw broke. This was discovered during the case with no patient harm.